Event description:
Consumer complaint of low blood glucose results. Lowest result in memory was (B)(6) at 1:22p of 56mg/dl. Caller states his glucose is normally 100-110mg/dl. No adverse event reported. Other memory results: (B)(6) at 11:34a 64mg/dl, (B)(6) at 7:29a 64mg/dl, (B)(6) at 5:34a 82mg/dl, (B)(6) at 8:56p 60mg/dl.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).